Manufacturer narrative:
Sections with additional information as of 11-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and returned test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Aide is calling on behalf of the customer. The customer is concerned with test results from results obtained of 239, 321 and 264 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-115 mg/dl. The customer feels well and did not report any symptoms. Aide stated they had contacted customer's doctor due to the high results. Doctor had recommended customer take novolog and antibiotics because they believe she have an infection; doctor had called in the prescription to the pharmacy. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/15/2024 and test strips were opened the day prior to call. The meter memory was reviewed for previous test result history (time not set): result 1: 424 mg/dl, date: on (B)(6) 2023, time: 4:38pm unsure if fasting or non-fasting, result 2: 439 mg/dl, date: on (B)(6) 2023, time: 4:26pm unsure if fasting or non-fasting, result 3: 239 mg/dl, date: on (B)(6) 2023, time: 1:19pm fasting am, result 4: 321 mg/dl, date: on (B)(6) 2023, time: 12:56pm, fasting am, result 5: 264 mg/dl, date: on (B)(6) 2023, time: 12:47pm, fasting am.